Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 46 mg/dl. Juice and food were consumed to address the bg level. The customer did not know the cause of the low bg; however, reported that it was not related to the pump or supplies. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.